Event description:
No additional information.

Manufacturer narrative:
One photo received by our quality team for investigation. Through visual inspection, it can be observed a damaged tip. The unitary packaging is not shown in the picture, therefore it cannot be determined if the tip was damaged before or after the syringe was packaged. A device history review was performed for lot 2207021 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The front end of the syringe barrel is flattened and deformed.